Manufacturer narrative:
The t:flex pump user guide states: do not fill the cartridge with more than 480 units. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate and multiple occlusion alarms had occurred. In addition, an alarm 9 occurred, as the customer had over filled the cartridge, filling with 500u of insulin. Customer's blood glucose was between 50-500 mg/dl. Customer was educated regarding cartridge labeling and instructed that over filling the cartridge likely contributed to fill estimate and occlusion issues.